Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hysterectomy, on the vaginal cuff, after several bites of tissue, a piece of the needle broke off and fell into the patient's cavity and was not retrieved. An x-ray was performed to locate the component. The surgical time was extended by 30 minutes or more due to the product problem. They closed the rest of the cuff vaginally to complete the case.

Manufacturer narrative:
Correction: b1, b2, b5, d8, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic hysterectomy, on the vaginal cuff, after several bites of tissue, a piece of the needle broke off and fell into the patient cavity and was not retrieved. An x-ray was performed to locate the component. The surgical time was extended by 30 minutes or more due to the product problem. The surgeon closed the rest of the cuff vaginally to complete the case.